Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010. On (B)(6) 2010, the patient was re-implanted in the contralateral ear.(B)(4)

Event description:
Customer service specialist contacted corporate product surveillance on monday, (B)(6) 2010 to communicate report received from customer. According to the report, a y-type blood/solution set (B)(4) of lot number ur10a27066 was found with a hole in the set that squirted blood everywhere. The contaminated set was put in a bio-hazard bag as sample. There was no patient injury or medical intervention associated with this report. Samples are not available as they have been contaminated with blood. No other information was available.

Event description:
Per the center, the patient underwent surgery for granulation removal due to an infection. Antibiotics (type not reported) were administered but did not alleviate the issue. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)